Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) had ¿gone off¿ multiple times and wondered if their device malfunctioned. It was noted that the patient is in hospice. The device remains in use. No further patient complications have been reported as a result of this event.